Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5534, implantable pacing lead, (B)(6) 1998. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found.

Event description:
It was reported that the patient experienced a shoulder injury while dog walking. After the injury, the patient began having syncope and near syncope episodes. The patient was evaluated and the device exhibited oversensing on the right ventricular (rv) lead. The patient underwent a procedure and it was discovered that the pin-plug was not fully seated into the header. The lead was reinserted into the header and secured via set screws. The patient then presented to the doctor's office complaining of syncope and near syncope. The device was interrogated and again oversensing was discovered on the rv lead. The customer was concerned that there may be damage to both the header and lead. The lead was capped and the device was replaced. No further patient complications have been reported as a result of this event.